Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "when collecting five coagulation blood samples for new patients, after drawing 2 ml of blood, there was no negative pressure in the tube, and the tube could not continue to collect blood. The nurse replaced the blue test tube in time after discovering the problem, continued to collect blood samples for patients according to the regular operation process, and finally the collection is qualified, without causing any harm to the patient."